Event description:
During transport of the source removal tool with cs sources loaded, the operator had to abruptly stop to avoid a door closing by itself. Due to this abrupt movement, the upper cs source fell down hitting the bootom of the removal tool.